Event description:
Information received by medtronic indicated that the customer reported the insulin pump was delivering insulin even after the pump was suspended. The customer experienced hypoglycemia with a blood glucose value of 99 mg/dl. Troubleshooting was performed and it was found that the customer was treated with a food intake. It was found that the pump was used within 48 hours and the auto mode feature was not active at the time of the event. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The customer alleged the pump is over-delivering causing low bgs on (B)(6) 2023. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. No over-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment, cracked battery tube threads, and pillowing keypad overlay. The pump passed all functional testing. Over-delivery and low bg anomalies are not confirmed. Please see below for the following programmed bolus deliveries on the event date ((B)(6) 2023): (B)(6) 2023 00:11:08.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 5.6, bolusamountdelivered = 5.6. (B)(6) 2023 06:39:20.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 8.7, bolusamountdelivered = 8.7. (B)(6) 2023 11:27:54.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 9.2, bolusamountdelivered = 9.2. (B)(6) 2023 15:05:20.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 5.6, bolusamountdelivered = 5.6. (B)(6) 2023 19:23:28.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 8.8, bolusamountdelivered = 8.8. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.